Event description:
It was reported that following a colonoscopy the patient received a power on reset condition of their implantable neurostimulator. Further details about this event were not provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).